Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed and checked outside the patient's body, the stent strut distal part was found to be flared. The procedure was completed with another of the same device. No patient complications were reported.